Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician placed the catheter in the internal iliac artery (iia). Next, while advancing a lantern through the catheter, the lantern became stuck at the distal tip of the catheter. Therefore, the lantern was removed. The procedure was completed using a new lantern, a pod packing coil, a non-penumbra coil and the same catheter. There was no report of an adverse effect to the patient.